Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (03) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from one of the connectors, specifically the patient's connector (administration port). This was observed during compounding/filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 31, 2023 ¿ june 1, 2023. H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. A visual inspection was performed on the photo sample, and liquid inside the bags the devices were transported in were observed. A visual inspection was performed on the video samples, and a leak from the administration port was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.